Manufacturer narrative:
Corrected. The field service engineer replaced the v60 data acquisition (da) to motor controller (mc) cable/motor controller (mc) bracket retrofit kit. Unit passed the required test of the performance verification successfully. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
The clinical engineering/ biomedical engineering reported that the unit has error code message of auto-zeroing of machine and proximal pressure transducers in post failed. The customer could not provide patient information.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Date of event: (B)(6), 2017.

Event description:
Customer reported that the unit went ventilator inoperative while on a patient. Reportedly, the event occurred on sunday, (B)(6) 2017. Patient was on v-60 vent and began to alarm ¿vent inop¿ ¿abcd panel¿ and then machine turned off. No harm to the patient. Machine was removed from service, when the respiratory therapist (rt) tried to troubleshoot, the same error occurred. Clinical engineering department looked at the machine and believe that an internal wire may be loose. The customer reported there was no harm to the patient.

Event description:
The clinical engineering/ biomedical engineering reported that the unit has error code message of auto-zeroing of machine and proximal pressure transducers in post failed. The customer reported there was no harm to the patient.